Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly "on (B)(6) 2010, the patient had an uncemented right total hip arthroplasty procedure performed at (B)(6) medical center." It was further alleged that, "following the implantation, the patient experienced increased pain and discomfort in the area of his hip and his groin, popping and grinding of the right hip."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 623-00-36e, lot# mjhex6, description: trident 0 x3 insert 36mm ID cat # 6570-0-136, lot# 32758601, description: delta v-40 ceramic head 36/0. Cat # 6021-0335, lot# 32711003, description: accolade plus tmzf hip stem #3. Cat # 2030-6535-1, lot# mjedv8, description: 6.5 cancellous bone screw 35mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.